Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient had obtained a 174 mg/dl and claims it fell high and was out of the control range. The test strip vial was not cracked or broken. The test strips were in good condition and not expired. The control solution was also not expired and the testing technique was correct. The patient was also using the correct vial of control solution. Customer care advocate (cca) also walked the patient through a control solution test and the test strips still fell out of range. The products were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.